Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed no evidence of short battery life. During testing, the battery compartment was observed to be cracked. The battery cap threads were observed to be damaged. The pump was unable to maintain an electrical connection while using the returned battery cap, due to the cap detaching from the pump. A test cap was used to complete the investigation. The electrical current draws measured within specifications. The pump was opened and no moisture or loose components was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.